Manufacturer narrative:
The plant investigation is ongoing. A supplemental MDR will be submitted at the conclusion.

Event description:
A user facility reported a blood leak two minutes into treatment. The estimated blood loss was confirmed at one circuit/ 250 cc. The blood was reported to be visualized at bottom of dialyzer. The patient continued treatment with new set up and is doing fine. Sample not available.